Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges leaked from the base of the canister and that they were not overfilled. Reportedly, the trainer pre-fills cartridges prior to meeting with customers to expedite the demonstration of the load process. There was no patient involvement and the trainer was not using a pump or with a customer at the time of the issue. The trainer was able to fill a cartridge successfully.